Event description:
It was reported, that the device failed downstream occlusion (dso) calibration. The event was discovered, during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The reported problem of "failed downstream occlusion (dso) cal" was not verified, by functional testing. Performed preventative maintenance to correct the issue. The cadd solis device passed, all functional tests after the repair. The service history review had no indication, that the complaint was related to a service of the device within the review period.